Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) replaced the measuring cell, pinch tubes, the sipper line and the sipper probe. Precision testing was performed and the instrument operated within specification. The customer was not sure if they had replaced the pinch valve tubing after maintenance in nov-2018. Based on the customer's instrument settings, product labeling indicates pinch tubes must be replaced every 2 months. No pre-analytical issues were identified. The issue was resolved by the service action. The customer has had no further issues.

Event description:
The initial reporter questioned results for 5 patients tested for elecsys troponin t hs (troponin t hs) on a cobas e 411 immunoassay analyzer. Based on the data provided, the results for 1 patient are a reportable malfunction. The patient was initially tested at 4:29 a.m. With a result of < 5 ng/l. The customer repeated the initial sample with a result of 6.7 ng/l. The customer repeated this sample again with a result of 5.31 ng/l. The customer then repeated this sample again with a result of 26.0 ng/l. A 2nd sample was obtained and the result at 7:19 a.m. Was 27.0 ng/l. The customer repeated the 2nd sample twice with results of 27.0 ng/l. A result of 27.0 ng/l was reported outside of the laboratory. The cardiologist performed a heart catheterization due to the increase in results and due to the patient's symptoms of breast pain and a feeling of pressure. Hypertensive lapse and angina pectoris was assumed by the cardiologist. No issues were identified during the heart catheterization procedure. The patient was not adversely affected due to the heart catheterization. The day after the heart catheterization, and just prior to discharge, an echo was performed which was normal. The troponin t hs reagent lot number was 34585201. The expiration date was not provided. Qc results were acceptable.